Manufacturer narrative:
Insulin pump received with broken reservoir tube lip noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.

Event description:
It was reported that the insulin pump had cosmetic damage. Customer's blood glucose value was unknown at the time of the incident. Customer will return device for analysis.